Manufacturer narrative:
Tw#: (B)(4). Corrected section: h6: device code changed to 2954. The lot#: 3000410215 history record review was completed. There was one ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the harvester realized after opening the package that there was a difference in the product quality of the vasoview hemopro 2 cannula (the main reason is the c-ring) compared to previous ones. When they used the scope washer, the saline didn't reach the "distal scope lens" which is the target area to be cleaned and went to different places. They said the supplied saline flowed back through the scope wash port. Same device was used to complete the procedure. There was no delay.